Event description:
In 2002 customer was tested by parent and got a reading of 400 with the freestyle meter. Customer was treated with additional insulin. Within 10 minutes, the parent took another freestyle meter and an accucheck meter and got readings of 50 and 56. Customer believes the initial reading of 400 to be incorrect.